Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 1.9 mmol/l and 23.2 mmol/l within a ten minute timeframe. When plotting each value against the average on a parkes error grid one result fell in the c zone showing the difference to be clinically significant.